Manufacturer narrative:
A steris service technician arrived at the facility and performed a full evaluation of the table including all wiring, hydraulics and the table power supply. The technician was unable to duplicate the reported un-commanded table movement. The technician inspected the hand control and found the hand control functioned in an intermittent manner while commanding the table height to elevate. The technician stated the hand control evidenced physical damage as the clip securing the hand control to the table was broken, and the hand control was scuffed in multiple locations. In the reported event, the user facility was utilizing x-ray tops on the cmax table. The steris technician stated that in the past the facility has placed the hand control between the x-ray top and table during procedures. The technician asked the facility if the hand control was placed between the x-ray top and table in this reported event, however, the facility would not confirm. The technician replaced the table hand control, calibrated and tested all functions of the hand control and returned the table to service. No further issues have been reported.

Event description:
The user facility reported the table moved from the level (horizontal) position into a reverse trendelenburg orientation without operator input during a patient procedure. The facility staff attempted to correct the table movement by utilizing the table hand control, however, the table failed to respond to hand control commands. The facility then returned the table to the desired position utilizing the auxiliary controls on the table base. The patient was transferred to another table and the procedure was completed successfully. No injuries to hospital staff or patients were reported. A procedural delay was reported due to the transfer of the patient.